Event description:
The patient stated that she was taken to the hospital with a low blood glucose of 40 mg/dl. The patient stated that she was programming a bolus, and she thought she had programmed 2.9 units. However, after checking the bolus history, she realized she had programmed 20.9 by mistake. The patient had entered 293 grams of carbohydrates instead of her blood glucose of 293 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.